Manufacturer narrative:
(B)(4).

Event description:
It was reported the manufacturer's company representative sales rep was unable communicate with her tablet due to serial cable issues. The serial cable was verified to be the cause of the issue as basic troubleshooting was performed by the representative and found that the same tablet worked with other, known good cables. The cable was discarded and will therefore not be available for product analysis. A replacement cable was provided. Failures in the serial cables have previously been identified by the manufacturer, and the main contributing factor has been determined to be poor quality workmanship of the cables from the manufacturer. This, in combination with additional stresses applied on the cables during normal use in the field, can predispose the cable to an earlier than expected failure. Review of the tablet device history records confirmed that all quality tests were passed prior to distribution.